Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error alarm. The customer's blood glucose level was 6.8 mmol/l at the time of the incident. The customer stated that the down button and select/ok button does not always work. The product was returned for analysis.

Manufacturer narrative:
No button response on the left arrow button due to corroded keypad traces. The insulin pump was received with scratched casing, minor scratches on lcd window, missing on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, stained serial number label, faded end cap address label and corrosion in battery tube.